Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The reported fracture in the catheter shaft was confirmed. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture noted during analysis.